Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted stryker to report that the customer's device was unable to complete a boot cycle and displayed all symbols. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The distributor contacted stryker to report that the customer's device was unable to complete a boot cycle and displayed all symbols. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker for further evaluation, therefore further cause could not be determined. The customer received a replacement device.